Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer experienced a low readings issue while wearing an adc freestyle libre sensor. On an unspecified date, the customer received a message 'lo' (reading less than 40 mg/dl) and 67 mg/dl compared to readings of 160 mg/dl and 198 mg/dl from a competitor brand meter. Customer further reported experiencing symptoms described as ¿unbearable and strong pain in the head¿ on (B)(6) 2019. The customer had contact with a healthcare professional who intravenously treated with an unspecified medication and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) was updated based on product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer experienced a low readings issue while wearing an adc freestyle libre sensor. On an unspecified date, the customer received a message 'lo' (reading less than 40 mg/dl) and 67 mg/dl compared to readings of 160 mg/dl and 198 mg/dl from a competitor brand meter. Customer further reported experiencing symptoms described as ¿unbearable and strong pain in the head¿ on (B)(6) 2019. The customer had contact with a healthcare professional who intravenously treated with an unspecified medication and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer experienced a low readings issue while wearing an adc freestyle libre sensor. On an unspecified date, the customer received a message 'lo' (reading less than 40 mg/dl) and 67 mg/dl compared to readings of 160 mg/dl and 198 mg/dl from a competitor brand meter. Customer further reported experiencing symptoms described as ¿unbearable and strong pain in the head¿ on (B)(6) 2019. The customer had contact with a healthcare professional who intravenously treated with an unspecified medication and no further treatment was reported. There was no report of death or permanent impairment associated with this event.